Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. This occurred with this box of infusion sets. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.